Event description:
Report received from (B)(6), stating that during a spine surgery, it was observed that there was an "inner leak from the refurbished hose assembly, " which was used with a motor device. It was reported that the "inner hose is loosening." There was a three minute delay in the surgery as a result. An identical spare motor device was available, and the surgery was completed successfully. No injuries or medical intervention were reported. No additional information was available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device was not received for evaluation. If additional information is received, a supplemental report will be sent. (B)(4).